Manufacturer narrative:
The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient's pacemaker eroded from the device pocket. The pacemaker was explanted and replaced. There were no patient consequences.